Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: part 3: 7.0mm ti matrix screw 45mm thread length (04.639.745). The returned 7.0mm matrix screw was examined upon receipt and the complaint was able to be confirmed as the proximal threads which interact with the holding sleeve were found to be cracked and peeling, but intact. Based on the complaint description, off-axis loading while attempting to remove a matrix holding sleeve, led to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The design, materials and finishing processes were found to be appropriate for the intended use of these devices device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is unknown. Additional device product codes: mnh, mni, kwq, kwp. (B)(4). Device was not implanted or explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion (tlif) procedure at the l5-s1 levels on (B)(6) 2016. During the procedure, while attempting to load a 7.0mm titanium matrix screw at s1 (left), the scrub tech had difficulty threading the screw into the matrix long holding sleeve. Upon inspection, it was noted that the threads of the device appeared knicked. A backup holding sleeve was used for the remainder of the procedure. Later, while implanting another 7.0mm titanium matrix screw at l5 (right), the surgeon had difficulty detaching the holding sleeve from the screw. In order to remove the sleeve, the surgeon had to manipulate and rotate the device on the screw. After removing the sleeve, the surgeon noticed that the top thread inside the screw had lifted off and started to unravel. The malformed screw was removed and replaced with a brand new identical screw of the same size. Finally, at the end of the procedure and after completing the tlif, the surgeon began to attach the polyaxial heads. While attempting to release the pop on head of the head pop-on tool, the tip of the head pop-on tool broke off and fell into the patient. The fragment was retrieved successfully and the surgeon verified that the polyaxial head was placed correctly. A back-up head pop-on tool was used to complete the case. No delay in surgery was reported and the procedure was successfully completed. Concomitant devices reported: 7.0mm titanium matrix screw (part #: 04.639.745, lot #: unknown, qty: 1), titanium matrix top loading polyaxial head (part #: 04.632.001, lot #: unknown, qty: 1). This is report 2 of 3 for (B)(4).